Event description:
It was reported that, a ventilator graphic user interface (gui) top display was flashing. No patient involvement was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed all tests, calibrations, and was operating within the manufacturing specifications.